Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
While pre-drilling tibial baseplate, 1/8 drill with the stop broke. Loose piece was found. No adverse consequences.

Manufacturer narrative:
An event regarding crack/fracture involving a 1/8¿ peg drill was reported. The event was not confirmed. Could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 01 other events found for this lot. The event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
While pre-drilling tibial baseplate, 1/8 drill with the stop broke. Loose piece was found. No adverse consequences.